Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The device was found to be fully functional upon receipt. The device ECG acquisition and pulse circuitry were fully functional. There was no device malfunction.

Event description:
A us distributor contacted zoll to report that a patient was treated and passed away while at home on (B)(6) 2015. The lifevest detected ventricular fibrilliation (vf) at 19:54:04 and delivered an appropriate treatment at 19:54:38. The vf was converted to asystole with intermittent cardiac activity, which transitioned to sinus tachycardia. The lifevest delivered a second treatment at 20:16:29 during sinus tachycardia. Multiple counting of tall t-waves contributed to the false detection. The patient's post-shock rhythm remained sinus tachycardia. The lifevest delivered a third treatment at 20:29:57 during vf. The post-shock rhythm was asystole, which normalized to bradycardia 36 seconds later. Post-shock asystole is known possible outcome of external defibrillations. The patient's rhythm subsequently degraded to asystole, which is considered a non-treatable rhythm. The patient passed away.